Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone18.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 300 mg/dl while wearing the pod longer than 48 hours. Insulin was reported to be leaking during wear. When the pod was removed from the infusion site (arm), the pod's cannula was found bent with bleeding and redness reported. As treatment, a new pod was placed and activated.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. The received device had the cannula assembly fully deployed. No damages or manufacturing defects were observed. A leak test was conducted successfully, no leaks were found. No problems were found regarding the reported leaking during wear complaint. Investigation of the returned device found blood on the adhesive pad. Inspection of the formed needle under magnification found no damages or manufacturing defects that would contribute to the observed blood. The cause of the observed blood could not be determined.